Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hypotony, choroidal kissing, endophthalmitis, an bubble blocking the xen, and the iop spike are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a patient receive a xen 45 gel stent implant, who later experienced hypotony, had choroidal kissing a few weeks later, then had the anterior chamber reformed. Patient then had anterior vitrectomy and lens extraction and ultimately developed endophthalmitis. Patient had an ac wash out, an iol implanted and then an air bubble blocked xen lumen and the iop spiked resulting in a shunt being implanted.